Event description:
It was reported that this pacemaker reverted to safety mode, and the patient was seen in-clinic for evaluation shortly afterwards. As the patient is not pacemaker dependent, it was decided device replacement would be scheduled in the coming weeks. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode, and the patient was seen in-clinic for evaluation shortly afterwards. As the patient is not pacemaker dependent, it was decided device replacement would be scheduled in the coming weeks. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. It was noted the device is being retained by the hospital and will be returned when available for administrative reasons.